Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a nano meter, compared to a hospital (professional) meter, within 10 minutes: 517 mg/dl, 400 mg/dl, 300 mg/dl, and 200 mg/dl on nano meter and 269 mg/dl, and 139 mg/dl on hospital (professional) meter . No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.